Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter compared to the laboratory result. The result from the meter with capillary blood was 3.6 inr. The result from the laboratory with venous blood was 2.55 inr. There was no adverse event. The customer's therapeutic range was 2 - 3 inr. The device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.